Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s buttons had to be pressed harder. Had unexplained no delivery alarms, motor was louder, sometimes made grinding noise and the battery cap was falling apart. Customer was not able to clear the alarm. The device will not be returned for analysis.